Event description:
It was reported that during transfer, patient fell out from the device. The fall was difficult to explain by the caregiver. Apparently, the fall started by the left leg which came out of the harness and the resident slipped on the ground. As a consequence of the event patient fractured her shoulder. On (B)(6) 2022, the patient passed away. Waiting for additional information related the event.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The patient¿s relatives contacted arjo to request some additional information regarding the incident involving maxi twin passive floor lift in which the patient passed away. The event occurred on 23-dec-2022. At that time, arjo was not informed about any incident involving our lift, therefore arjo contacted the customer to gather additional details. Arjo sale representative visited the customer and learned that the patient was transferred from a chair to a bed and when the lift was raised, the patient slipped out of the sling and fell to the floor. The patient sustained a shoulder fracture. The caregiver could not remember how the patient slipped out of the sling. On (B)(6) 2022 the patient passed away. The lift was then checked and no defect was identified. The involved sling could not be verified since the customer could not identify which sling was used at the time of the incident. An arjo sale representative, however, checked other slings in this facility. The slings were different sizes and had been washed (causing an unreadable label), the date on one of the sling clips indicated that the clips were manufactured in novomber-2004. These slings had some signs of wear, however there was no damage that would explain the fall. Looking at the incident scenario it has been established that a floor lift and a sling were used as a system for a patient handling at the time of the event. The lift was inspected and no failure was noticed. The sling involved in the event could not be identified by the customer. Based on the available information, arjo deemed that there is no information that would reasonably suggest that arjo lift and sling would lead to the fall. The cause of the fall is unknown. Arjo decided to report this complaint since the allegation indicated that the incident occurred when patient was using arjo lift and sling.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.